Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) was unable to duplicate any failures during the visit. The customer was asked to demonstrate the issue using the station application; however, no failures could be replicated. The fse proceeded to test the drawer using the hardware test application (hta), and no faults were observed during testing. The system functioned as intended after the field service engineer investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was not opening when trying to get blood pressure med out. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.